Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an side to side small bowel resection. The device did not fire on the third load. They then another device to resolve the issue in order to complete the case. There was no patient injury.